Event description:
Event description guidant received information that this right ventricular endocardial lead displayed high pacing threshold measurements and was unable to consistently capture the myocardium one day after the implant procedure. As the lead was being repositioned during the revision procedure, a drop in the patient's blood pressure was observed and an additional invasive procedure was performed. An epicardial lead was placed on the right ventricle and implanted along with the repositioned endocardial lead.